Event description:
Customer reported several incidents where he required professional medical treatment after testing on the advantage system using expired test strips: tested 343 mg/dl on advantage system and 20-30 minutes later tested 43 mg/dl on hospital meter. Tested 402 mg/dl on advantage system and 20-30 minutes later tested 52 mg/dl on hospital meter. Tested 258 mg/dl on advantage system and 20-30 minutes later tested 66 mg/dl on hospital meter. Tested 329 mg/dl on advantage system and 20-30 minutes later tested 53 mg/dl on hospital meter customer states he was treated with an IV (contents unknown) during each incident and was hospitalized for 1 or 2 days. Customer reported feeling dizzy and sleepy when testing on the advantage system. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a t&a procedure, the patient suffered a minor burn to the mouth.